Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays placement to the skin inflammation/irritation, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 59-year-old female with newly diagnosed glioblastoma (gbm), started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that he had experienced scalp itching and pain on (B)(6) 2025. After removing the arrays, he noted the presence of multiple small, red, fluid filled spots across the scalp. He temporarily discontinued optune gio therapy to allow the skin to heal and applied unspecified ointments. The patient resumed therapy on (B)(6) 2025; however, due to recurrent itching beneath the arrays, he removed them again. On (B)(6) 2025, the patient's spouse confirmed that the scalp condition had improved. The patient consulted a healthcare provider (hcp) who prescribed fusidic acid cream. On (B)(6) 2025, the issue recurred two days after resuming the therapy. On (B)(6) 2026, additional information was received indicating that the patient had discontinued optune gio therapy for approximately three weeks and had taken unspecified oral medication prescribed by hcp. Photos provided show mild to moderate erythema in the shape of the array discs distributed across the scalp. Multiple attempts were made to contact the prescribing physician; however, no response was received.